Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer is generating discrepant ca19-9 results on several patient samples. On one patient sample the initial result = 107.9 iu/ml and retest result = 32.5 iu/ml. The account does not know which results are correct. There was no adverse impact to patient management reported.